Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the pump's speaker holes and clean them, as well as reconnect and later replace the pump's cartridge. The original cartridge did not vent properly, but after replacing it, the pump resumed normal operation.